Manufacturer narrative:
This is a retrospective report based on subsequent review of the file.

Event description:
A thin, male patient was treated on (B)(6) 2015. The weekend after treatment patient had extreme pain. After 2 weeks, treatment area is reported to have drainage of large amounts of serous fluid coming out of skin, no fever and virtually pain-free. The treating physician asked if it could be lymphatic fluid. A second physician thought the patient had folliculitis possibly due to low body fat. Patient given 3 weeks of ciproxin. Scant exudate persists; otherwise, full resolution.